Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose was 480 mg/dl. The customer treated with manual injection. The customer changed the infusion set and the blood glucose went back down again. The customer declined troubleshooting and stated that the carbs may have been miscounted.